Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: ft00054) was received at us cq. Upon visual inspection, the needle was broken off and was not returned. Device failure/defect was identified. Dimensional inspection: no dimensional inspection was performed due to the post manufacturing damage of the device. Document/specification review: no design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the needle has broken off. Although no definitive root cause could be determined based on the provided information; it is likely that the device encountered unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 319.006; synthes lot#: ft00054; supplier lot # ft00054; release to warehouse date: oct 07, 2016; supplier: (B)(4). Nr-00520000 was generated during DHR review because the lot number on the certificate of compliance was incorrect. The lot number on all other paperwork and the etch on the part is ft00054. This non-conformance is not relevant to the complaint condition since the nc is related to the certificate of compliance paperwork was incorrect. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrativ:: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, there were two gauges were found metal probe broken off and metal probe bent out of shape. It was unknown how and when damages happened. There was no procedure and patient involvements are reported. This complaint involves two (2) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws this report is 1 of 2 for (B)(4).